Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. Visual inspection noted that the energy connector on the right chest pad was deformed (damaged). The rest of the pads showed no obvious defects. A functional evaluation was performed via a flow rate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 5.73 l/min m2 of flow rate was registered during the test. Left thigh pad: a total of 2.79 l/min m2 of flow rate was registered during the test. Right chest pad: the flow was never stabilized due to the energy connector being damaged which was causing air leakage. Right thigh pad: a total of 3.49 l/min m2 of flow rate was registered during the test. According to the test method the flow rate on the right chest pad was out of specifications as the flow rate never stabilized because the energy connector was damaged (deformed) causing air leakage. For the rest of the pads the flow rate was found to be within specifications as the flow rate must be above 2.4 l/min m2. The lot number is unknown therefore the device history record could not be reviewed. The complaint was confirmed with an unknown root cause. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave low flow; as a result, therapy was interrupted and the pads were replaced with another set of pads.